Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "feel rippling underneath in the back" and 'slowly deflating". Device remains implanted.

Event description:
Patient reported left side "feel rippling underneath in the back" and 'slowly deflating". Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2.